Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 to treat stress urinary incontinence and pelvic organ prolapsed and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including repair surgery on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced pelvic pain, dyspareunia , and underwent surgery, debridement of vaginal graft and mesh was excised on (B)(6) 2007. It was reported the patient experienced overactive bladder and underwent interstim placement on (B)(6) 2011, stage ii on (B)(6) 2011. (B)(4) - dyspareunia; overactive bladder.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03883 and 2210968-2012-03884. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.